Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 200.5040. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v8.5.29.0. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 200.5040 on lvp8100 sn (B)(4). Lvp software was 8.5 and pcu software was 9.19. Lvp software needs to be upgraded to 9.17 to be compatible with pcu 9.19. Case resolution: instructed ed to flash lvp software to 9.17 ed will find poc software 9.19 for pcu (9.17 for lvp) to set up configuration package and flash it. If (B)(6) still needs assistant, he will call back.